Event description:
Home patient reported 1 incident of a transfer set separating from their catheter. Patient noted they had the transfer set on about 1 month. Patient noted the separation occurred sometimes during the night. Per patient their set was changed and they were treated with prophylactic antibiotics. Per rn, the sample was discarded and no patient injury was associated with this incident.